Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition since calcification of vessels was observed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 34-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance beyond the left subclavian during attempted delivery. After multiple unsuccessful attempts, the implant was aborted and an impella cp was placed for patient support. It was noted that the cannula of the 5.5 had kinked during the attempted delivery. There was no patient harm.